Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to pump stayed deflated. Upon the explant, the physician noticed air in the system and substantial amount of fluid in the balloon. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to pump stayed deflated. Upon the explant, the physician noticed air in the system and substantial amount of fluid in the balloon. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. The pump passed the visual inspection, leakage and functional test. Cuff was visually inspected, and leak tested. The cuff passed the visual inspection and the leakage test. The balloon was visually inspected, leak and functionally tested. No damage or abnormalities were found, and the balloon passed the leakage and functional test. Based on the information available and analysis results, the reported allegations of air in system/component and mechanical issue are unable to be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.